Manufacturer narrative:
The physician is not alleging a product malfunction causing or contributing to the adverse event. This is being reported as medical intervention was required to preclude permanent damage to a bodily structure.

Event description:
The patient returned to the hospital after a concomitant hiatal hernia repair and tif procedure and was diagnosed with an esophageal leak and sepsis. The leak was treated with an esophageal stent and the patient is reportedly "doing much better" as of (B)(6) 2020. The physician speculates that a few fasteners were delivered into the diaphragm and pulled through the esophagus tissue, thus causing the esophagus leak.

Manufacturer narrative:
The following fields were corrected/provided in this follow-up report: date of event. Date of this report. Contact name and email address. Date received by manufacturer.